Event description:
Reporter alleged that his wife found him unresponsive and then used his advantage system to obtain a result of 92 mg/dl. Reporter stated she called the paramedics who obtained a 30 mg/dl result on their system when they arrived and then treated him with an IV. Reporter stated he became responsive about a minute after the treatment and he was given food at the hospital. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Event description:
Reporter alleged that his wife found him unresponsive and then used his advantage system to obtain a result of 92 mg/dl. Reporter stated she called the paramedics who obtained a 30 mg/dl result on their system when they arrived and then treated him with an IV. Reporter stated he became responsive about a minute after the treatment and he was given food at the hospital. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Event description:
Reporter alleged that his wife found him unresponsive and then used his advantage system to obtain a result of 92 mg/dl. Reporter stated she called the paramedics who obtained a 30 mg/dl result on their system when they arrived and then treated him with an IV. Reporter stated he became responsive about a minute after the treatment and he was given food at the hospital. No other actions were reported taken or treatment received. A request was made for the return of the affected product.